Event description:
It was reported that the fill port cap was detached from a small volume infusor assembly before patient use. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection found that the fillport cap was separated from the fillport. This confirmed the reported problem. The cause was determined to be due to operator oversight during assembly. In order to address this issue, a quality alert followed by a subsequent awareness training was issued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 13b064 was manufactured between february 19, 2013 - february 20, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.